Event description:
It was reported that a pt being transfused with platelets through the device experienced hypotension, from 90/50 mmhg to 60/50 mmhg after receiving 10 cc's. The transfusion was stopped twice and restarted very slowly, then gradually pt's blood pressure increased and was maintained to mid 70's-80's.